Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2017-33536 and 2938836-2017-33415. During a follow-up, there were episodes of noise that resulted in oversensing on the atrial and ventricular channels. The oversensing resulted in inappropriate charging of the device, however, no inappropriate therapy was delivered. Technical support recommended reprogramming. No intervention was performed to resolve the event and the patient's status was stable.